Manufacturer narrative:
The customer informed the remote service engineer (rse) that the ventilator alarmed when the medical staff checked the equipment. While inspecting the device, the customer found that the ventilator pip interface had a leakage. The pipeline had aging oxidation calcification that was loose and transferred the equipment to the maintenance department with no adverse consequences to the patient. In a good faith effort (gfe) response from the authorized service provider (asp) received on15nov2023, it was stated that the hospital serviced the device themselves. The device diagnostic report (drpt) was asked but unknown and no information regarding the replacement part information was available. The asp confirmed that the device has been placed back into use. The patient information from the time of the event was also asked for, but unknown by the asp.

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator alarmed, and oxygen pressure was insufficient. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the ventilator alarmed when the medical staff checked the equipment. While inspecting the device, the customer found that the ventilator pip interface had a leakage. The pipeline had aging oxidation calcification that was loose and transferred the equipment to the maintenance department with no adverse consequences to the patient. This investigation is ongoing.